Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator customer reported low voltage alarms when switching power sources. The log file contained multiple intermittent events where the recorded rsoc voltage from the pocket controller's power leads were xero. These events can be related to a faulty battery clip or faulty battery. There were two events where the pocket controller recorded no external power and switched to the emergency back-up battery. These events may also be related to faulty batter clip/battery. The patient's battery clips were replaced. Add'l info rec'd (B)(4) 2014, the patient has been stable and has not rec'd any further alarms since the replacement of the battery clips.